Manufacturer narrative:
Concomitant medical products: product ID 3888-56, lot# 0207048213, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID 3888-56, lot# 0207091977, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient experienced a ¿loss of therapy¿ during normal device use. It was unknown when the event occurred. Impedance testing was performed and found high impedances of ¿>4000 ohms.¿ it was ¿not known¿ whether any external factors had led to or contributed to the issue. Reprogramming was performed in an attempt to troubleshoot the issue, but was found to be of no use. The leads were replaced as a result of the event and the issue was resolved; the patient was alive with no injury at the time of report.

Manufacturer narrative:
Device evaluation: analysis of the lead with serialized lot number 0207048213 found conductor #0 was broken 3.1 cm from the distal end and conductor #1 was broken 2.6 cm from the distal end, at the electrode #1 weld site. Analysis of the lead with serialized lot number 0207091977 found conductor #3 was broken 6.8 cm from the distal end at the electrode #3 weld site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.